Manufacturer narrative:
The returned plate was found to be jammed within the mating plate. The cause cannot be determined, but the patient's hard bone may have contributed to this event. The DHR was reviewed, but there were no indications of manufacturing issues found that would have contributed to this event. This device is used is used for treatment. If additional information is received that changes the information provided in this report, a follow-up report will be submitted.

Event description:
It was reported that an anchoring plate would not advance due to the patient's hard bone during surgery. However, device evaluation by zimmer biomet personnel found that the anchoring plate was jammed in the mating cage. A new device was used to complete the procedure without patient impacts.